Event description:
Report received from the USA stating ¿hose ruptured.¿ the device was being used in an operation. No patient or user injury was reported. There was no add¿l info provided.

Manufacturer narrative:
The device was received by anspach. If add¿l info is received, a supplemental report will be sent. (B)(4).